Event description:
It was reported that there was an issue with the system due to during surgery the green light was flashing yellow, and it has caused the cancelation of a number of surgeries. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that there was an issue with the system due to during surgery the green light was flashing yellow, and it has caused the cancelation of a number of surgeries. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.